Event description:
It was reported that the customer's infusion set was sticking to her serter. Customer's blood glucose level was 428 mg/dl. Customer bolused and her blood glucose level has come down. Customer stated that the adhesive from her quick set stuck to the sides of the serter earlier this morning. Customer stated that she keeps her serter clean and free of residue. Issue was not resolved by reviewing proper use of the serter. Serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.